Event description:
The site reported the following: during a case treating the sfa using a jetstream xc 2.4, the physician reported that the catheter seized up on the spider guide wire. The physician was able to remove the device from the guide wire and from the patient without incident. The procedure was finished successfully with balloon and stent. No further intervention was necessary.

Manufacturer narrative:
Quality assurance product analysis received and examined the returned jetstream xc-2.4 catheter. A kink was observed approximately 19 inches distal of the pod. The pod was opened up and the motor drive gear was manually operated, the gears would not turn freely. The motor assembly was disconnected from the catheter ; this allowed the motor to turn freely, indicating that the drive coil had some damage due to the kink that was observed. Damage to the drive coil was confirmed just distal of the coupler. Product analysis concluded that torquing, pushing or pulling the catheter could contribute to the kink and failure of the catheter shaft and drive coil.